Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) undersensing of ventricular tachycardia (vt) was noted and there was a delay of therapy between 30 and 60 seconds. A shock was eventually delivered, however the shock accelerated the rhythm. Another shock was delivered and appropriately converted the arrhythmia. The patient was hospitalized and non-invasive programmed stimulation (nips) was performed. Nips was not successful so a revision procedure was performed. During the procedure the s-ICD and electrode were repositioned. No additional adverse patient effects were reported and the products remain in service.